Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that when the initial light adjustable lens (lal, (B)(4)) was being delivered, the surgeon noted that the leading haptic was curled over itself in the cartridge. Upon delivery of the lal, the haptic was noted to be bent. The initial lal was bisected and removed from the eye. The surgeon then delivered a second lal (sn (B)(4)) into the eye. After delivery, the surgeon noticed there was vitreous in the anterior chamber from a capsular tear and decided to remove the second lal to better perform an anterior vitrectomy. The surgeon then implanted a third lal (sn (B)(4)) into the sulcus. At approximately three weeks post-op the eye was stable with ucva at 20/30 prior initiation of light treatments. Rxsight's first awareness of this event was on (B)(6) 2023. Reference MDR 3012712027-2023-00018 for the report on the second lal sn (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4).